Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event, but is on hold (with no further information provided, at this time). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the cataract surgery, ophthalmic system had cutting issue during the phaco mode. They changed out the handpiece and the cassette, reprimed and the issue persisted. Rebooted the system, changed out the handpiece and cassette again, and they were able to complete the surgery. There was no patient harm and did not have information to provide for the handpieces or the cassettes used. There were no system messages or error codes that appeared.